Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had discomfort at the battery pocket site. There were no known external or patient factors that may have contributed to the issue. A battery pocket revision was being done the day of the report to move the pocket from the left flank to the left buttock. The issue was resolved at the time of the report. No device issues reported.